Manufacturer narrative:
The olympus field service engineer cabled the referenced cv-190 and tested with biomed and technician. The image was able to be captured into provation and live image was present. The equipment was serviced and verified according to OEM instructions. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical service engineer was informed by the biomedical technician via telephone that the asset/loaner evis exera iii video system processor reportedly has no live image on the provation monitor which was observed during preparation for use. The customer video processor was sent in for repair and the facility received this loaner but the settings were not copied from the video processor before connecting the loaner. The biomed technician requested a field service engineer to perform on-site in-service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of no image appearing could not be identified. Olympus will continue to monitor field performance for this device.